Event description:
On an (B)(6)2010, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed a "perforated bowel causing peritonitis." On (B)(6)2010, the patient was hospitalized due to the perforated bowel and unspecified peritonitis. The peritoneal effluent culture of (B)(6)2010 showed no growth. The patient was hospitalized from (B)(6)2010 through (B)(6)2010 and received fortum and reflin. The remedial medications of fortum and reflin were discontinued on (B)(6)2010. It was not reported whether pd therapy was ongoing at the time of the events. Concomitant medications were not reported. Per the nurse, the perforated bowel and unspecified peritonitis were not related to pd therapy. On (B)(6)2010, the event of peritonitis resolved.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem and will continue to monitor to determine if further actions are required.